Event description:
It was reported that infusion set cannula was kinked which led to hyperglycemia on 10-mar-2026. The infusion set was in use for less than one day. The blood glucose level was high, and it was treated with correction injection via multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545. Manufacturing site: 3003442380.